Event description:
The customer reported a blue fluid leak of approximately 5ml from the right panel of a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and requested a service visit. The instrument was considered inoperable. The customer also reported receiving no differential (diff) results on quality control (qc) runs. The customer was wearing personal protective equipment consisting of a laboratory coat, safety glasses and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse ran shutdown and found a clenz (cleaner reagent) leak from pinch tubing routed through pinch valve vl51, located near the back of the instrument. The end of the tubing came loose causing the leak. The fse replaced the tubing, resolving the leak. The beckman coulter internal identifier for this report is (B)(4).